Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging nasal infections and difficulty breathing while using the device. Medical intervention was prescription nasal spray. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging nasal infections and breathing issues there was no report of serious patient harm or injury. Medical intervention was prescription nasal spray. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacture inspected externally and internally, observed unknown white, and black contamination (dust like) (inconsistent with degraded sound abatement foam) , at the air inlet of the blower box. Unknown white, and black contamination (dust like) (inconsistent with degraded sound abatement foam), in the iso port (international organization of standardization. ) light dust like contamination on top and bottom of the blower motor and the blower motor seal. Black contamination, consistent with keratin, at the air outlet of the blower box, light unknown white and tan (dust like) contamination in the blower box. Black and brown contamination (dust¿like) (inconsistent with degraded sound abatement foam) in the bottom of the enclosure. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes that they were not able to confirm the customer complaint and unable to directly address the patients symptoms. There was no visible damage or functionality failures of the device, which suggests that the source of contamination was external to the device. Health impact grid, device problem code grid, evaluation method code, evaluation results code and conclusion code grid has been updated.